Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer failed incoming functional tests. The rf (radio frequency) head connector was found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the display would not stay up; left and right lower hinges found damaged. The keyboard connector was damaged, the cooling fan was noisy, the power supply was intermittent noisy, and the stylus was found bent but functional.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was not interrogating. The programmer was returned for repair. No patient complications have been reported as a result of this event.